Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 updated and h6 medical device problem code updated. Zoll medical corporation evaluated the device and the device performed to specification. Visual inspection resulted in no findings. Device passed all functional testing and bench handling without duplicating the report. Review of the device's history logs observed low battery warnings. This indicates that the device likely shut off due to a low battery condition. This could not be firmly established as the battery was not returned for evaluation. There is no fault found with the device. The device was recertified and returned to the customer.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.